Manufacturer narrative:
Device code 2993 corrected to device code 1401 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated the inflammation had subsided after approximately 3 months of treatment. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: another similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -10.50 diopter, in the patients right eye (od), on (B)(6) 2019. It was reported that the patient had blurred vision and toxic anterior segment syndrome (tass) was observed in the patient's eye. The patient was given steroids and the symptoms gradually improved. The lens remains implanted. The cause of the event was unknown.